Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers father reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 401 mg/dl. The customer¿s current blood glucose value was 182 mg/dl. The customer stated that the transmitter lost connection. Customer stated that there was no damage to the connection bridge or pins and transmitter blink on and off. The customer reported blood at site. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.